Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported there was no ultrasound. The case was completed using an alternate system. There was no patient impact reported. Additional information has been received.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
There was no handpiece returned for evaluation. With no additional, related information provided regarding the handpiece, the customers reported events were not confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).